Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited high out-of-range (oor) shock lead impedance greater than 125 ohms. Additional information indicated that there was a lead fracture and was confirmed through x-ray. The rv lead was surgically capped and replaced. No additional adverse patient effects were reported.